Event description:
A customer contacted beckman coulter inc., (bci) and reported that they noticed a small amount of fluid leaking near the laser on the coulter lh 750 analyzer which appeared to be a mixture of isoton and blood. The customer was wearing gloves, a lab coat, and eye protection at the time of the event. No injury, death or change to patient treatment occurred as a result of this event.

Manufacturer narrative:
The customer tried to change the leaking tubing and broke a pinch valve in the process. A field service engineer (fse) was dispatched. Per fse, the leaking came from a worn black stripe I-beam tubing that carries diluent to flush the flow cell. The fse replaced the broken mount and verified repair per established procedures. Results meet published performance specifications. The root cause was a worn tube leaking.